Event description:
During an orthoptic liver transplant, when stapling the hepatic vein with vascular stapler, the central 3mm of the staple line not intact and coming completely together, so the surgeon had to manually suture to close the area. No harm to patient.